Manufacturer narrative:
Company comment: the serious events of oedema and nodule at implant site and the non-serious events of pain and inflammation at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot numbers were valid and verified the reported products. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batches. The batches are manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 09-may-2023 by an other health professional which refers to a 43-year-old female patient. Additional information was received on the same day, 23-may-2023 and 25-may-2023 from same reporter and an other health professional. The patient had no known medical history or allergies. The patient was not taking any concomitant medications. The patient had previously received treatment with botox for cosmetic indication. On (B)(6) 2023, the patient received treatment with 2 syringes of restylane lyft with lidocaine (lot 20482, expiry date 28-feb-2025 and lot 20363, expiry: 31-jan-2025) using needles. The hcp injected v1, v2, v3 areas and put 0.1 ml bolus three times near the zygomatic arch. Two weeks after treatment, in (B)(6) 2023, the patient had experienced generalized edema/swelling (implant site oedema) to upper face. On (B)(6) 2023, the patient had come for botox and discussed about swelling/lump on left cheek. On (B)(6) 2023, the patient had experienced a hard nodule/lump (implant site nodule) to her left zygomatic arch, which was throbbing, achy/very sore (implant site pain). The hcp injected the area with 4 ml of hylenex [vorhyaluronidase alfa]. On (B)(6) 2023, the patient stated that the area swelled back up, and the hcp injected 6 ml of hylenex with aggressive massage. On (B)(6) 2023, the area was swollen and the patient could still feel the lump. They decided to give time for the swelling to go down. On (B)(6) 2023, the hcp followed with the patient, the swelling was improving but she still felt the lumps and a pocket of fluid. On (B)(6) 2023, the patient reported increased swelling and that she was very sore on the left side of her face. The hcp injected 2 vials of hylenex on her left cheek. On (B)(6) 2023, the patient had experienced more swelling, and hcp started her on medrol dosepak [methylprednisolone] but the treatment failed. On (B)(6) 2023, the nurse practitioner prescribed to the patient oral bactrim ds [sulfamethoxazole, trimethoprim] 800 mg-160 mg. On (B)(6) 2023, the hcp prescribed oral prednisone [prednisone] 5 mg. On (B)(6) 2023, the hcp prescribed prednisone 30 mg daily for 3 days, followed by 20 mg daily for 2 days, 10 mg daily for 2 days and then 5 mg for 2 days. On (B)(6) 2023, the patient was prescribed with meloxicam [meloxicam] 15 mg oral. On (B)(6) 2023, the patient thought a small lump was forming on her right side. The hcp prescribed colchicine [colchicine] 0.6 mg oral twice daily. The colchicine has helped the generalized swelling which has gone down and currently the two nodules were more visible. According to the hcp, the patient was better on steroid treatment. When the steroids were tapered down the inflammatory process (implant site inflammation) reappeared. The hcp had tried using ultrasound but did not use it while dissolving the filler. They had injected several vials of hylenex into the lesions earlier, now the nodules were not quite defined. They suspected an autoimmune reaction, but she never had anything before. Outcome at the time of the report: generalized edema/swelling was recovering/resolving. Hard nodule/lumps was not recovered/not resolved/ongoing. Throbbing, achy/very sore was not recovered/not resolved/ongoing. Inflammatory process was unknown. Tracking list: v.0 initial. V.1 brr results received on 19-jun-2023.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 09-may-2023 by an other health professional which refers to a 43-year-old female patient. Additional information was received on the same day, 23-may-2023 and 25-may-2023 from same reporter and an other health professional. The patient had no known medical history or allergies. The patient was not taking any concomitant medications. The patient had previously received treatment with botox for cosmetic indication. On (B)(6) 2023, the patient received treatment with 2 syringes of restylane lyft with lidocaine (lot: 20482, expiry date: 28-feb-2025 and lot: 20363, expiry: 31-jan-2025) using needles. The hcp injected v1, v2, v3 areas and put 0.1 ml bolus three times near the zygomatic arch. Two weeks after treatment, on (B)(6) 2023, the patient had experienced generalized edema/swelling (implant site oedema) to upper face. On (B)(6) 2023, the patient had come for botox and discussed about swelling/lump on left cheek. On (B)(6) 2023, the patient had experienced a hard nodule/lump (implant site nodule) to her left zygomatic arch, which was throbbing, achy/very sore (implant site pain). The hcp injected the area with 4 ml of hylenex [vorhyaluronidase alfa]. On (B)(6) 2023, the patient stated that the area swelled back up, and the hcp injected 6 ml of hylenex with aggressive massage. On (B)(6) 2023, the area was swollen and the patient could still feel the lump. They decided to give time for the swelling to go down. On (B)(6) 2023, the hcp followed with the patient, the swelling was improving but she still felt the lumps and a pocket of fluid. On (B)(6) 2023, the patient reported increased swelling and that she was very sore on the left side of her face. The hcp injected 2 vials of hylenex on her left cheek. On (B)(6) 2023, the patient had experienced more swelling, and hcp started her on medrol dosepak [methylprednisolone] but the treatment failed. On (B)(6) 2023, the nurse practitioner prescribed to the patient oral bactrim ds [sulfamethoxazole, trimethoprim] 800 mg-160 mg. On (B)(6) 2023, the hcp prescribed oral prednisone [prednisone] 5 mg. On (B)(6) 2023, the hcp prescribed prednisone 30 mg daily for 3 days, followed by 20 mg daily for 2 days, 10 mg daily for 2 days and then 5 mg for 2 days. On (B)(6) 2023, the patient was prescribed with meloxicam [meloxicam] 15 mg oral. On (B)(6) 2023, the patient thought a small lump was forming on her right side. The hcp prescribed colchicine [colchicine] 0.6 mg oral twice daily. The colchicine has helped the generalized swelling which has gone down and currently the two nodules were more visible. According to the hcp, the patient was better on steroid treatment. When the steroids were tapered down the inflammatory process (implant site inflammation) reappeared. The hcp had tried using ultrasound but did not use it while dissolving the filler. They had injected several vials of hylenex into the lesions earlier, now the nodules were not quite defined. They suspected an autoimmune reaction, but she never had anything before. Outcome at the time of the report: generalized edema/swelling was recovering/resolving. Hard nodule/lumps was not recovered/not resolved/ongoing. Throbbing, achy/very sore was not recovered/not resolved/ongoing. Inflammatory process was unknown.

Manufacturer narrative:
Company comment: the serious events of oedema and nodule at implant site and the non-serious events of pain and inflammation at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot numbers were valid and verified the reported product. To exclude a non-confirming product, a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.